Event description:
Medtronic received information that this bioprosthetic mitral valve exhibited severe regurgitation ten days post-op due to thrombus formation. It was reported that leaflet abnormalities were observed. However, the exact nature of the abnormalities was not specified. The valve was replaced with a similar valve, without reported complication. It was reported that the patient expired 3 weeks post-op.

Manufacturer narrative:
Device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. The product has been returned for analysis. To date, the analysis has not been completed. Upon completion of the analysis, a follow up report will be submitted to FDA.